Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charges and boot up was perform and passed. Receiver relevant functional tests were performed and passed. Receiver pairing test was perform and passed. A review of the bin file was performed and signal loss was not found within the investigation window. The allegation was not confirmed as the allegation was not found. No injury or medical intervention was reported.